Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt was implanted a durom generic cup on the right side on (B)(6) 2005. The pt was revised on (B)(6) 2012 due to pain, wear, metallosis and elevated cocr level. No other info was rec'd.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (laboratory reports, MRI report, implant operation report, pre-operative screening report) were provided. As no lot numbers were provided for the device, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426/2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is cpt (B)(4).